Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient underwent surgical intervention on an unknown date wherein the system was explanted.

Event description:
It was reported that during an ipg replacement on (B)(6) 2025 [related manufacturer reference number: 1627487-2025-02828], the replacement ipg was placed into surgery mode, however following implant the ipg was unable to communicate with external devices. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.